Event description:
Customer reported an issue with the speaker and vibration function of their pump, stating that the volume and vibration were too quiet. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.